Event description:
It was reported that pump screen was frozen and one side of touchscreen did not respond, so customer was unable to interact with pump. There was no reported adverse impact to the customer¿s blood glucose level. Customer attempted pump reset with guidance from technical support but issue continued, so pump was placed in storage mode and customer switched to multiple daily injections while a replacement pump was arranged and shipped.